Event description:
It was reported that the customer passed away. The cause of death was hypertensive cardiovascular disease with renal failure and congestive heart failure. Other significant conditions that played a role in the customer's death were diabetes mellitus and obesity. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.